Event description:
It was reported that the reservoir had air bubbles. The blood glucose reading was 286 mg/dl. The customer removed the reservoir during the troubleshoot process for high blood glucose levels, which was when he noticed the air bubbles. He stated that the bubbles were at the bottom, described as tiny bubbles and some smaller sized cluster bubbles. He noted that the smaller bubbles were about the size of a ball point pen tip. He decided to change the reservoir because of the high blood glucose and because he had used insulin that was not at room temperature. He confirmed that the new reservoir did not have any bubbles. The most recent blood glucose reading 279 mg/dl after a complete reservoir and infusion set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.